Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer's wife was calling back with blank display after receiving new battery cap. The customer's wife stated the display was not blank less than 30 seconds and did not return. The customer's wife stated display was blank currently. The customer's wife remove the battery and states insert battery alarm did not display on the insulin pump screen. The customer's wife stated the contacts on the battery cap were neither missing nor damaged. The customer's wife stated battery compartment was neither damaged nor corroded. The customer's wife stated the spring was neither damaged nor corroded. The customer's wife stated display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly, however device received with corroded battery tube.